Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient called and stated she started getting a power on reset (por) symbol on her charger screen. The cause was not determined. Patient scheduled an appointment to be seen on (B)(6) 2018. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the por was not determined. The rep said the por was cleared and the issue was resolved. No further complications were reported/anticipated.